Event description:
Patient reported left side exchange with no complaint against the device. Patient later reported left side deflation. The device was expired at the time of implantation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side exchange with no complaint against the device. Patient later reported left side deflation. The device was expired at the time of implantation. The device has been explanted.